Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was transplanted. The pt had right heart failure and tea colored urine and the hospital wished to return the pump for evaluation.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of vad-(B)(4). The pump was returned assembled with the percutaneous lead (lead) cut approximately 4.5¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft and the outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were not returned. Visual examination of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of vad-(B)(4) revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while vad-(B)(4) was in use, but may have formed elsewhere. Although the origin of these depositions and the root cause for their development could not conclusively be determined through this evaluation, they could have contributed to the patient¿s pre-transplant symptoms. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.